Manufacturer narrative:
Some information for this report had not been provided at this filing. If the info is provided at later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but does indicate possible sensitivity reaction to cyanoacrylates or it's derivatives. The package insert provides contraindications and adverse reactions: do not use on patients with a known hypersensitivity to cyanoacrylates or formaldehyde. Reactions may occur in patients who are hypersensitive to cyanoacrylates or formaldehyde.

Event description:
The patient has a known allergy to tapes. The patient had a skin reaction within hours of application of dermabond topical skin adhesive. The pt was treated with hydrocortisone cream. No further info is available.